Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position. The reported difficult to remove and noted subsequent damages appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, non-calcified, mid, iliac artery. The 7.0 x 40 mm absolute pro stent delivery system (sds) was loaded on the unspecified 0.035 guide wire, but met resistance with the guide wire during several attempts to advance to the lesion. During removal from the anatomy, the sds met resistance with the guide wire, became stuck and they were removed from the anatomy as a unit. A new unspecified guide wire and a new unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.